Manufacturer narrative:
UDI is unknown. No additional information provided to date. A device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The device was received with cracks on the case top tube holders and the rubber feet were missing. Error history log identified motor rate error. Occlusion test confirmed the motor rate error. The root cause of the reported issue was found to be due to normal wear life. The pump was over 12 years old at the time of investigation. Actions were taken to mitigate the reported issue: replaced the whole motor assembly, leadscrew and clutch halves; installed cable guard, replaced top case for physical damaged, rubber feet for missing also replaced interconnect board for communication error was found during repair. Occlusion test was performed and all functional tests were passed. This MDR was generated under protocol (B)(4).

Event description:
It was reported that the device had motor rate error. No patient injury was reported.